Event description:
It was reported the gastrointestinal videoscope had pink lines running through the picture. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage on charged couple device unit causing noisy image. A root cause could not be identified. Based on the results of the investigation, it is presumed that the reported event occurred due to damaged charged couple device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.